Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative d-dimer in ER when using triage profiler sob test; repeat on lab triage meter x2 elevated; single, (B) (6) male went to ER for chest and back pain, irregular heart beat; admitted, then discharged. Clinical findings: alert, no acute distress; breathing sounds normal, chest not tender, no respiratory distress; normal peripheral pulses, no murmur, pulse full and equal, irregularly irreg rhythm; no distention, no organomegaly, non-tender; color normal, warm, dry, no rash; no pedal edema, non-tender, range of motion normal; cn's normal as tested, mood normal, motor normal, oriented x3, sensation normal; stable chest x-rays with no gross plain radiographic evidence of acute cardiopulmonary process; EKG: interpreted, normal axis, normal qrs, normal st/t, normal sinus rhythm, rate 96, a-fib; condition: improved/stable; chest x-rays with no gross plain radiographic evidence of acute cardiopulmonary process.